Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Litigation papers allege the following: after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. He also experiences numbness and swelling in his left foot. He also suffers from a lack of mobility, including walking with a limp and the need to use a cane. Patient will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2009 - dor: none reported (left side). Patient is a resident of (B)(6). Update ad 01 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There is no new allegation and revision reported. Added head and liner. Updated product and lot numbers of the impacted products. Added patient dob, lawyer and law firm. Doi: (B)(6) 2009 - dor: not reported (left hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.